Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: model: nim4cm01, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient interface was not connecting with the console hard wired. There was no patient impact.

Manufacturer narrative:
H3: product analysis of the patient interface found that unit presented with sw 1.7.5. And loose connector pin(s) on analog front end (afe) pcba board. H6: previously applied codes fdm b17, fdr c20, fdc d16 and img g02005 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.